Event description:
The user facility reported to terumo cardiovascular system that prior to cardiopulmonary bypass surgery, during setup, the cardioplegia port was coming off the flexible tubing. There was no patient involvement as this occurred during setup product was changed out. Surgery was successful.

Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more info becomes available, thus referenced codes. (B)(4).